Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of breast discomfort/pain and swelling/ edema are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast discomfort/pain and swelling/edema.

Event description:
Healthcare professional reported no complaint against the device. Later, healthcare professional reported "mild occasional pain" and "presence of periprosthetic fluid". This record is for the right side. Device remains implanted.